Event description:
Pt with advanced parkinson's disease was undergoing therapy for stage IV coccygeal decubitus ulcer with turning mattress, set to turn every 30 minutes. Pt was re-positioned by nursing assistant and later found face down by another nursing assistant with no vital signs. Pt expired.